Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. Reportedly, the pump had loss power just prior to the call to animas. The patient reported that the battery compartment was damaged and there was evidence of moisture in the battery compartment. The patient confirmed that the battery cap was undamaged and was changed a couple of months ago. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/05/2014. Device evaluation:the pump has been returned and evaluated by product analysis on 04/23/2014 with the following findings: during investigation, a review of the black box showed that the pump had rebooted twice on 03/22/2014. The pump was unresponsive using the returned battery cap. There was moisture/corrosion observed on the battery cap contact spring. The battery compartment was observed to be cracked below the finger pad. Using a test battery cap, the pump completed a 24 hour test and no power reboots occurred. The pump was able to complete all testing successfully and functioned properly. The pump was opened and no moisture was observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.